Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie lid would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie had failed to open. A technical support specialist (tss) disabled usb-hub power management and rebooted the machine. Despite user attempts, the cubie lid wouldn¿t open. The tss opened it via the tester application, instructed closure, and successfully released the pocket. The tss also advised the user to contact the pharmacy for guidance on accessing the item, in accordance with pharmacy policy. The tss also recommended that the pharmacy send a new cubie fill for the item. The system functioned as intended after the technical support specialist troubleshot the device.